Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod less than an hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment the patient removed the pod.